Event description:
It was reported that a boston scientific field representative attended a routine subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure and found out that the device had stored a battery depletion (bd) alert. The physician was not concerned about it as they thought the device battery had lasted longer than expected. The patient is okay and the electrode remains in service. The device will be returned for further analysis.